Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level. The customer filled and loaded a new cartridge prior to contacting technical support and was able to successfully resume insulin therapy. The issue was resolved, and technical support instructed the customer to call back if the cartridge alarm 20 recurs, which the caller understood and acknowledged.